Manufacturer narrative:
H6: investigation summary one sample was received and tested by our quality team. The set was primed with saline solution and immediately started leaking from the silicone pump segment near upper fitment. The leak was closely inspected using high power digital microscope and there was a small pinhole in silicone tube. The manufacturer has been contacted about this instance but they have ensured that this issue did not occur due to production deficiencies. The root cause of this leakage is unknown but there have been instances in the past of this type of leak resulting from improper pump loading techniques. A device history record review for model 11532269 lot number 22095041 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage led to air in line. There was no report of patient impact. The following information was provided by the initial reporter: we have a second tubing set which was leaking at the same failure point and was discovered today. The set had been hung on 3/22 and was discovered because the pump was reading ¿air in line.¿ when the nurse investigated, she found that the tubing was wet and leaking to the floor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage led to air in line. There was no report of patient impact. The following information was provided by the initial reporter: we have a second tubing set which was leaking at the same failure point and was discovered today. The set had been hung on 3/22 and was discovered because the pump was reading ¿air in line.¿ when the nurse investigated, she found that the tubing was wet and leaking to the floor.